Event description:
It was reported that a malfunction occurred on the pump following a medical scan, although the pump was protected during the procedure. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which the caller understood and acknowledged.